Manufacturer narrative:
Evaluation summary: excessive or eccentric loading applied to screwdriver could have caused tip to break off during use. An exact cause cannot be determined with the information provided. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that while the surgeon was implanting the herbert screw for a bunionectomy, the tip of the screwdriver broke off inside the head of the screw and the surgeon was unable to remove the broken piece of the screw driver from the head of the screw.